Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an alert directing a restart shortly after a sensor change, during which the system was not in bg run mode; the user performed a restart and confirmed the ilet resumed proper function, though the cause of the alert was unclear. Symptoms included hyperglycemia with a reported glucose of 495 and elevated levels lasting about two hours, without loss of consciousness, dizziness, or other acute complications. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no hospitalization. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed no reproducible device malfunction and an unclear relationship between the sensor change, the system state, and the transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.